Manufacturer narrative:
Patient was reported to be in her 20s. Kampa, r., al-beer, a., and axelrod, t. (2010). Madelung¿s deformity: radial opening wedge osteotomy and modified darrach procedure using the ulnar head as trapezoidal bone graft. The journal of hand surgery (european volume), 35e, 708¿714. This report is for an unknown radial locking plate construct/ unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, kampa, r., al-beer, a., and axelrod, t. (2010). Madelung¿s deformity: radial opening wedge osteotomy and modified darrach procedure using the ulnar head as trapezoidal bone graft. The journal of hand surgery (european volume), 35e, 708¿714. The authors describe a surgical technique that employs an opening wedge corrective radial osteotomy with bone grafting using the ulnar head from the concurrently performed modified darrach procedure in order to treat madelung¿s deformity. As part of the procedure, synthes contoured 2.4 millimeter radial locking plate with a combination of locking and non-locking screws was used to hold the ulnar graft into the osteotomy. Between 2000 and 2008, four female patients with madelung¿s deformity (five wrists) were treated. Mean age at time of surgery was 34 years (range 26¿45 years). Mean follow-up was 55 months (range 14-113 months). Assessment included range of movement, grip strength, disabilities of the arm, shoulder and hand (dash) scores and radiological imaging. Results included patient 4 (case 5) who required removal of hardware for restricted rotation. A computed tomography (CT) scan suggested palmar plate abutment on the ulnar stump. Removal of the plate resulted in further improvement of supination to 85 degrees and pronation to 40 degrees. This is report 1 of 1 for (B)(4). This report is for an unknown radial locking plate construct.